Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that when interrogating the generator, an error message was seen saying that the generator was disabled due a low battery. It was noted that the patient recently had surgery and that electrocautery may have been used. It was also reported that the patient had constant seizures following the surgery. Response was received from the physician. The increase in seizures was due to the no stimulation from the generator and seizure levels were above pre-vns levels. No other relevant information has been received to date.

Event description:
Implant card was received reporting a generator replacement. The suspect device has not been received to date.

Event description:
Update was received that the patient's battery level is now low and was referred for a replacement. No known relevant surgical intervention has occurred to date.